Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery causing the reported failure to advance and subsequent shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional xience prime stent delivery systems (sds) referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified and heavily tortuous vessel in the mid right coronary artery (rca). The 3.0x38mm xience prime stent delivery system (sds) could not cross the lesion due to the anatomy and the proximal shaft separated. Another 3.0x38mm xience prime sds was attempted to be used but could not cross the lesion due to the anatomy and the proximal shaft separated. A 2.75x38mm xience prime sds, smaller diameter, was attempted to be used but could not cross the lesion due to the anatomy and the proximal shaft separated. A 2.75x23mm, small size with small diameter, also failed to cross the lesion due to the anatomy and the proximal shaft separated. There was no resistance for all the sds and were simply withdrawn from the anatomy. The physician abandoned the case, however, the patient is fine and kept on medical management. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.